Manufacturer narrative:
The explant was rec'd in a condition which made an analysis impossible. No conclusion can be drawn. No deviation observed in the batch documentation.

Event description:
Dr has explanted an artelon implant. This implant has been sent to sbi.